Manufacturer narrative:
The reported defect was confirmed for "unable to pace when the catheter was used as a backup for pacemaker replacement and it was unable to use this device". We received the bipolar pacing catheter without the packaging. Continuity testing found the catheter to have a short condition between the distal and proximal electrodes. Further testing determined the short condition is inside the y-fitting. There was no catheter body damage observed and the balloon inflated clear and concentric and did not leak. An investigation was opened to address complaints of this type. A device history record was completed and documented that the device met all specifications upon distribution

Event description:
It was reported that the catheter was unable to pace when the catheter was used as a backup for pacemaker replacement and it was unable to use this device. Reportedly, the patient still had the spontaneous pulse when the problem occurred. There were no patient complications reported.